Event description:
During a routine device exchange procedure, an x-ray was performed to confirm if there were externalized conductors on the right ventricular (rv) lead. The physician was unable to confirm if there were externalized conductors based on the imaging and sent the images to technical support (ts) for an additional review. Ts reviewed the imaging and confirmed externalized conductors through the provided images. The physician did not explant the rv lead and connected it to the new device to resolve the event. The patient is stable and will continue to be monitored.

Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.